Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited no output, the physician reprogrammed the device for unipolar amplitude with a constant value. No addtional information was available.